Manufacturer narrative:
The vessel sealer instrument will not be returned to intuitive surgical inc. For failure analysis evaluation as the customer confirmed it was discarded. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not seal. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the vessel sealer instrument was not "supplying sufficient energy" to seal the tissue prior to cutting the tissue. The customer stated after completing the seal function, they applied the cut function and the tissue was still bleeding. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer to replace the vessel sealer instrument but the customer did not want to at that time. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that no medical intervention was required as a result of the reported issue. The vessel sealer instrument was inspected prior to use and the procedure was not recorded. The surgeon alternated the use between the vessel sealer instrument and a pk instrument and does not recall how long each instrument was in use. The surgeon had difficulty sealing and confirmed that the vessel was not larger than 7mm and confirmed no tissue tension. It was confirmed that the audible tones indicating sealing was complete were heard and no error messages were observed. The customer also confirmed that the vessel sealer instrument would not be returned to isi as it was discarded.